Event description:
Customer reported a past event of low blood glucose (bg) without identifying a specific cause. The lowest bg level noted was 40 mg/dl, and the customer consumed glucose tablets to address it. Control-iq feature on the pump was active, and after consulting technical support, it was advised to speak with a healthcare professional to explore factors affecting blood glucose levels.